Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. The customer also reported diminished battery life, rejected new batteries by the insulin pump, cracks on the pump, scratches on the screen, unexplained no delivery alarms, and that the pump had become slower to rewind. The insulin pump will not be returned for analysis.